Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1p7aa, implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that the healthcare professional (hcp) wanted to remove the ins but keep the lead implanted until december then re-implant the ins. There were no patient or therapy issues reported. It was reported that the patient had lost a lot of weight and was going to continue to lose weight so the hcp was trying to avoid possible multiple pocket revisions. Follow up information received from the manufacturer¿s representative on sept. 12, 2019 reported that it was unknown when the physician first noticed the issue. There were no further complications reported or anticipated.